Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose event on (B)(6) 2026 while laying on bed and the patient was treated with insulin pen. No further information is available.